Event description:
Same case as MFR# 2134265-2009-01892. It was reported that during a coronary drug eluting stenting treatment procedure, a stent was explanted and a vessel dissection occurred. A 2.25x12mm unspecified balloon was advanced to the left anterior descending artery (lad) for predilation and was inflated to 8 atms. A 2.50x28mm taxus liberte stent was advanced to the proximal lad and was deployed at 20 atms. It was noted that there were adequate angiographic results. A 2.50x16mm taxus liberte stent was then advanced to the lesion but was only able to reach the distal third of the previously implanted stent. The physician decided to remove the 2.50x16mm stent to post dilate the previously implanted stent; however, while removing the stent, the first stent became attached to the 2.50x16mm stent and was also removed outside the pt. Angiographic results showed a dissection in the lad where the 2.50x28mm stent had been implanted. The physician then deployed a 2.75x12mm liberte bare stent at 14 atms in the distal lad and then overlapped the stent with a 2.75x32mm taxus liberte stent which was deployed at 18 atms. The procedure was successfully completed with optimal angiographic results. The pt's current condition is listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.